Event description:
It was reported that the patient with this pacemaker device exhibited noise on the right atrial (ra) channel. Technical services reviewed the presenting and stated that there was suspected loss of capture. The right ventricular automatic capture (rvac) testing was performed, and the thresholds were set to 3.5 volts. This device and non-boston scientific rv lead remains in service. The plan is that the patient will be seen in clinic after few weeks for further lead testing. No adverse patient effects were reported.